Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the medtronic service personnel (sp), that during evaluation for an additional non-related event the sp discovered that this 980 ventilator had declared a ¿device alert and ventilator inoperative alert¿ condition during patient ventilation. The device was available for evaluation. The medtronic service personnel found the unit generated multiple "out of range" background diagnostic codes in memory, and replaced the direct current (dc)-dc converter printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One dc-dc converter pcba was returned to medtronic for failure investigation. Visual inspection showed no anomalies. The returned dc-dc converter pcba was installed in the test ventilator and found the unit failed the extended self test (est) as the ventilator shutdown while running the graphical user interface (gui) audio test. Further inspection of the dc-dc converter pcba found that capacitor c83 failed short. If c83 of dc-dc pcba failure occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty capacitor (c83) of the dc-dc pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the medtronic service personnel (sp), that during evaluation for an additional non-related event the sp discovered that this 980 ventilator had declared a ¿device alert and ventilator inoperative alert¿ condition during patient ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.